Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the pain and subsequent revision cannot be conclusively determined; however, it is most likely due to patient related conditions.

Event description:
It was reported that a female patient had a left knee implanted in 2002, and was revised on an unknown date. The patient was having pain, so the doctor took out the optetrak cr size 2 15 mm poly and put in a truliant cr size 2 17mm poly. The only information the representative is able to provide is that the case was in 2022 and that there is no serial numbers for the devices available. There were no reported issues during the surgical revision procedure. The patient was last known to be in stable condition. The device is not available for return, the hospital kept it. No additional information.